Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) far field r-wave (ffrw) plus partial post ventricular atrial blanking (pvab). The ICD pvab settings were adjusted and the condition disappeared. The ICD remains in use, and no patient complications have been reported as a result of this event.